Manufacturer narrative:
Sections updated: b.5 h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the reason for intervention was due to coaptation. The annuloplasty product was fully sutured and tested prior to removal and the device did malfunction. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this 32mm simuform annuloplasty heart ring, it was explanted and replaced with a device from another manufacturer. The reason for the replacement was reported that a postoperative bedside ultrasound after implantation showed that the motion pattern of the anterior mitral annulus was not convex (not the normal saddle shape). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.